Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient contacted depuy/(B)(4) as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised. Revision operative report indicated that there was a small soft tissue reaction about the right acetabulum with less than a 5 cm pseudotumor soft tissue mass. There was some corrosion at the tapered trunnion junction.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.